Manufacturer narrative:
The insulin pump received motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify excessive no delivery alarm due to motor error alarm. The pump was received with scratched lcd window. The pump was received with scratched reservoir tube window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. The customer performed troubleshooting was not able to resolve the issue. The device will not be returned for analysis.